Event description:
The customer reported an error message that required a reboot. The fse reported that the system locked up. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.